Event description:
Info was received in 2004 from a consumer who received synvisc because consumer had "no more liquid in the knee, so the surgeon suggested it" and experienced worsening knee pain, difficulty walking, knee swelling, and knee felt hot. No medical history was provided. The pt began treatment with synvisc in 2003. The pt received a series of three synvisc injections into the left knee within two weeks in 2003. Consumer had "only a little pain" before receiving synvisc and after the injection (date unknown) "it got worse, it was difficult to walk, it got swollen and felt hot." In 07/2003, the pt's knee was operated on (procedure unspecified). At the time of this report, the pt's outcome was unknown.